Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that clinician stated the device was programmed to pace in the ventricle only as the right atrial (ra) lead had fractured three and a half years earlier. No adverse patient effects were reported as a result of the lead fracture. The lead remains implanted in the patient.